Event description:
The patient reported that the device may have "gone off" that morning. The patient also reported feeling weak and like someone "hit me on the head with a ball bat." Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).